Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient complained of dizziness. Oversensing was noted which caused pacing inhibition for this pacemaker dependent patient. A revision procedure was performed and at the start of the case, the patient went asystolic for six seconds and loss of capture was noted. A temporary lead was implanted until the case could be completed. A lead fracture is suspected and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.